Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced infusion set tubing detachment by the tubing from the connector on (B)(6) 2024. The infusion set was in use for one day. No further information was available.